Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: observation found during evaluation: the 20mm gt probe strain relief has been pulled away from the cable and also displaying black vertical line in the image. These failure are likely due to internal failure within the probe as probe replacement resolved the issues. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Observation found during evaluation: the 20mm gt probe strain relief has been pulled away from the cable and also displaying black vertical line in the image.